Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion 48.4 to 48.8 cm from the connector pin consistent with friction to another device or features of patient anatomy.

Event description:
This report is to advise of an event observed during analysis.